Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: the study focuses on the safety and efficacy of tailored transfemoral carotid artery stenting (tfcas) in elderly patients compared to non-elderly patients. It delves into preoperative management, device selection, and postoperative care specific to this population. The time frame of this study was: the document does not specify a particular time frame for the study. Multiple manufacturer¿s devices were used in the study population the following medtronic devices were used: 8f cello, 8f launcher, guardwire. No deaths occurred in the study population among patient adverse events included: outcomes are shown in table 5. There were 7 patients (3.8%) with 30-day periprocedural major stroke. The rates of major ischemic stroke were low in groups y and e, with no significant difference between the groups (p ¼ 1.00). Of 5 patients with major ischemic stroke, 3 developed mild hemiparesis due to ipsilateral embolism, 1 had ipsilateral visual impairment due to embolism via the ipsilateral external carotid artery (ophthalmic artery), and 1 developed a visual field defect due to embolism via the vertebrobasilar artery. The rates of major ich were also low in the 2 groups and did not differ significantly between the groups. No further information was provided pertaining to medtronic products.